Event description:
It was reported that the patient had high lead impedance. Patient has no pain or side effects from this high lead impedance event. X-rays were taken but were of poor quality. X-rays were sent back to the manufacturer for further review. The generator is not delivering the intended current since output status shows limit. X-rays were reviewed and no obvious lead discontinuity was observed in the lead body that could be assessed. The electrode section could not be assessed properly in the x-rays hance lead discontinuity in that area could not be confirmed but there could be a possibility. Follow up with the physician revealed that no programming history is available related to the patient. The patient did not experience any trauma or manipulation that could have caused that event to occur. The patient is likely going to have a full revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.